Event description:
It was reported that, during explant procedure, the setscrew was stuck. The boston scientific technical services (ts) indicated to consider inserting the torque wrench 90 degrees into the setscrew and bend it approximately 20 degrees, then, apply a counterclockwise twist to the wrench. This device successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual and mechanical inspection of the set screws was performed. The set screws were found to move normally and completely in both clockwise and counter clockwise directions, with no functional irregularities found. All four seal plugs were removed from the device for further analysis of the set screws and connector blocks. All four setscrews and all four connector blocks were examined under high powered microscopy. No damage to the threads on the set screws or to the threads in the connector blocs was found. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction: explant date added. D6b.

Event description:
It was reported that, during explant procedure, the setscrew was stuck. The boston scientific technical services (ts) indicated to consider inserting the torque wrench 90 degrees into the setscrew and bend it approximately 20 degrees, then, apply a counterclockwise twist to the wrench. This device successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Correction: explant date added.

Event description:
It was reported that, during explant procedure, the setscrew was stuck. The boston scientific technical services (ts) indicated to consider inserting the torque wrench 90 degrees into the setscrew and bend it approximately 20 degrees, then, apply a counterclockwise twist to the wrench. This device successfully replaced. No adverse patient effects were reported.